Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms following a recent device replacement for normal battery depletion (normal battery depletion (nbd). Shock impedances were stable before and after the change in shock impedance measurements on (B)(6). A shock vector breakdown revealed the following measurements: right atrial (ra)-to-can = 176 ohms, rv-to-ra = 177 ohms, and rv-to-can = 78-82 ohms. It was suspected that lead calcification had developed on the ra coil. The physician did not want to perform defibrillation threshold (dft) testing, and the shock vector was reprogrammed around the ra coil to rv-to-can. This rv lead remains in service. No additional adverse patient effects were reported.